Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that in unspecified timing, it was found that the subject device could not be turned the power on. There was no report of patient injury associated with this event. Olympus (B)(4) checked the subject device and found that the subject device could not be turned the power on due to the failure of the power supply unit.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus europa se & co. Kg (oekg), there was the possibility that the reported phenomenon was attributed to the aging deterioration of the power supply unit parts due to the repeatedly use for a long-term use because more than 7 years had passed from the subject device had been manufactured.